Manufacturer narrative:
(B)(4). Investigation: the rdf was analyzed for this event. No unusual process variable was identified and trima accel operated as intended. There is no indication in the rdf of any event that could result in the low measured volume. It is possible that the product bag was not clamped prior to unloading the cassette allowing some product to drain back into the set after the cassette was unloaded. It is also possible that this volume discrepancy was caused by a weighting or calculation error. There were no signals in the rdf to indicate any reason for the citrate reaction at the end of the procedure. All ac infusion levels appeared normal. Investigation eval and corrective actions are in process. A follow-up report will be provided.

Event description:
The customer requested a run data file (rdf) analysis for a platelet/plasma procedure that was submitted for routine qc testing. The final platelet volume did not match up with what trima measured, the discrepancy was over 60ml. The customer also reported that the donor had a severe citrate reaction at the end of the procedure. The donor noted a vibration in the arm, at the completion of the procedure, after they had been disconnected from the machine, the donor indicated they had a fluttery feeling in the chest and a metallic taste in the mouth. An ambulance was called to the donor centre, the donor was assessed, but cleared as ok and left the centre unassisted. The doctor from the blood service spoke with the donor the following day and determined this was likely a minor citrate reaction. Pt age is not available at this time. The disposable set is unavailable for return for eval. This report is being filed due to medical intervention.